Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that when the coag button was pressed, it stuck in the activated position. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.